Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the lg bundle failure is a light transmission problem, but the cause of the failure could not be determined. The most likely cause is some kind of excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the video telescope exhibited that the light guide bundle at the insertion section was slightly worn, interrupted, and weakened. There was no patient involvement.